Event description:
The consumer called to report an issue with the scooter charger that her scooter dealer had not fixed. In conversation with her, she mentioned that the scooter dealer had been able to fix other issues "such as when it used to take off too fast and I broke my arm." Upon further query the consumer reported that in february of 2006, "the scooter use to start fast even when it was in the turtle (slow) position." With a history of parkinson's, she reported some trouble steering the scooter and she "hit a door frame." Her "upper arm was fractured with a clean break" that required "metal plates and screws" to fix. Her arm has subsequently healed completely. She stated that she only called for assistance with the charger; the scooter had been fixed last year and she no longer has any problems with quick starts. No further info was available.

Manufacturer narrative:
The consumer reports that the scooter had been fixed last year by the scooter dealer. She no longer has any issues with fast starts. The scooter remains in use with the consumer but it "does not hold a charge long enough" the following info was received from the scooter dealer and used to determine the eval: the consumer has advanced parkinson's disease and occasionally has some difficulty maneuvering the scooter. She permanently sits with the slant to one side and has significant tremors. At the time of the event, they checked the scooter and could find no problems. The scooter was verified to be programmed with the threshold all the way to low. It was thought that she probably had the throttle on high, not low as she thought. Then, due to her physical condition, could not control the scooter and ran into the wall. At the user's insistance, they changed out the throttle. States they have talked with the user and her family regarding a different choice for a mobility aid for her, however, she insists on continuing to use the scooter.